Manufacturer narrative:
Investigation: this complaint of a damaged power cord was investigated and the issue was confirmed. One sample was returned and consisted of 29525, scd 700 compression system-us, label: [ref] 29525, mfg date code 12-2014, [sn] (B)(4). Visual examination: external: confirmed complaint that the power cord is cut off. The power cord end connected to the unit has been removed and is missing. The power cord was cut off, connected to ankle cuff (a) and leg sleeve (b), powered on under internal battery only, and the unit starts normally. Battery status indicators 1-3 are green, green, green, indicating battery state of 67-100% charge. Substituted fi pwr cord, connected to ac (ac power/battery charging indicator lights blue), battery status indicators 1-3 are green, green, green, (pulsing) indicating battery state of 67-99% charge and unit continues to function normally. Turned off/on and unit functions normally. Root cause statement: the power cord being cut off and plug removed from unit is neither manufacturing nor service related.

Event description:
It was reported to covidien on (B)(6) 2015 that the customer initiated a service repair request regarding a broken power cord. The unit was returned to a local covidien service center and based on triage from a service technician the power cord had copper wires exposed.